Event description:
After the bilateral implantation in (B)(6) 2021 it was noticed that the hearing performance on the left side was affected. Imaging was performed showing the electrode array to be out of the cochlea and re-implantation was suggested. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device was explanted due to a migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. The recipient was re-implanted with a shorter electrode array. This is a final report.

Event description:
After the bilateral implantation in (B)(6) 2021 it was noticed that the hearing performance on the left side was affected. Imaging was performed showing the electrode array to be out of the cochlea and re-implantation was suggested. The user was re-implanted.